Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant results for glucose, creatinine and calcium were obtained on 18 patient samples on an advia 1800 instrument. Quality controls (qc's) were within acceptable ranges prior to testing these patient samples. The customer inspected the tray wash unit (wud) and dilution tray wash unit (dwud) and removed and primed a clogged dwud nozzle/aspirate lines. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified all probes and mixer alignments and verified that the pumps were not leaking. The customer ran qc, and qc recovered within acceptable ranges. Siemens further investigated and determined that qc's recovered outside of lab ranges after the discordant results were obtaining the discordant result. The clogged aspirate lines potentially contributed to the discordant results. Clogged dwud, issue was resolved after maintenance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant glucose (gluh_c), creatinine (cre_2c) and calcium (ca_2c) results were obtained on 18 patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument. The repeat results were reported (as the correct results) to the physician(s). The customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose, creatinine and calcium results.